Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high undefined pacing impedance. The lead is suspected to be fractured. Reprogramming occurred and the lead remains in use. No patient complications have been reported as a result of this event.